Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in this complaint could not be conducted since the device was not returned at the time of this report. Device history review investigation did not show issues related to this complaint. A record (fmea) assessment was conducted, and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed due to the device sample not being available. The root cause is unknown. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that the tracheal cuff leaked during a thoracotomy procedure. The report indicated no known injury to the patient. The patient's condition was reported as fine.